Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was asystolic and needed chest compressions. The patient had an effusion on the back side of the heart and an initial implantation of this cardiac resynchronization therapy for heart failure was performed. The physician does not believe the effusion had anything to do with any of the products used and thinks that the effusion was somewhere in the coronary sinus. To date, this device remains in service. No additional adverse patient effects were reported.